Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4). It was reported that due to systemic infections, mrsa in abdominal cavity, vaginal pain, neuropathy and mesh protrusion, patient had mesh revision 2002 - 2004 and removal on (B)(6) 2005.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat prolapse, fecal incontinence, vagocele, cystocele, rectocele and mesh was implanted along with the concurrent procedure of abdominal hysterectomy. It was reported that patient underwent mesh revision on (B)(6) 2002, (B)(6) 2003 and partial vaginectomy on (B)(6) 2005 as a concurrent procedure with mesh removal.